Event description:
During shift check, the customer reported the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was due to a defective processor board. Upon visual inspection, unrelated to the reported complaint, a crack was observed on the bottom enclosure and the reset cable switch was damaged. The observed physical damage appeared to be characteristic of user mishandling. The bottom enclosure and reset cable switch were replaced to address the observed physical damage. Also unrelated to the reported complaint, a very sticky clutch was observed. The cause for the sticky clutch could be due to normal wear and tear. The clutch was deburred to address the observed problem. The autopulse platform was manufactured in 2007 and is nearly 15 years old. The archive data review indicated system error user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The defective processor board was replaced to address the system error. After clearing the error, the device subsequently passed a 15 minute functional test with the large resuscitation testing fixture (lrtf), equivalent to a 250 pound patient. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(4).